Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a sticky tip clamp. The tip clamp was replaced. All other tip clamps, springs, and tip clamp sleeves were removed, cleaned, and reinstalled. The instrument was tested without further problem and returned to service.